Manufacturer narrative:
Section b3: event date corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) was unable to be confirmed as no images were submitted by the account for review and the device remains in use. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 04may2024 through 14may2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Additionally, this section and several sections of the patient handbook include information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic and admitted for worsening driveline exit site (dles) infection. The patient noted a fall with an eye laceration. An outflow graft obstruction was incidentally found on a computed tomography angiography (cta) afterwards. A partially occluding thrombus at the left ventricle outflow tract outflow conduit. The obstruction was found between the outflow graft and bend relief near the pump. The patient was presented for outflow graft stenting. No low flows were noted on interrogation.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and unique device identifier (UDI). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient's driveline infection was first identified on (B)(6) 2020. The patient was given doxycycline, but the infection was not resolved. The patient was given linezolid. The fall was due to chronic weakness from a previous stroke. The patient had no symptoms of thrombus. There was no change to patient condition, anticoagulation status, or pump parameters that contributed to the obstruction. There was no fluid collection. The thrombus was not resolved so the patient was presented for outflow graft stenting. The patient was discharged on (B)(6)2024. Related manufacturer reference number: 2916596-2021-01674 (previous stroke event). Related manufacturer reference number: 2916596-2024-03179 (driveline infection onset).